Event description:
It was reported the patient¿s stimulation was turning off. It was noted the patient thought stimulation had stopped once following an ablation procedure on (B)(6)-2014. It was stated the patient became aware their stimulation was off shortly after.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va05gnk, implanted: 2013-(B)(6), product type lead. Product ID 3037, product type programmer, patient. (B)(4).